Event description:
Healthcare professional reported a xen®45 gts event described as "unit that would not deploy correctly...not sure if this is because the blue gear stick may have not been aligned correctly" during implantation in unknown eye. Surgery was completed with a back-up device.

Manufacturer narrative:
The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a known potential adverse event addressed in the product labeling.